Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient had an iabp catheter inserted through the right femoral artery. Fluoroscopy revealed that the head end of the balloon was adherent to the wall of the aortic arch, which could not be resolved by adjusting the position of the balloon, and the head end of the balloon was found to be bent by the push rod, which was withdrawn and replaced with a new catheter to complete the procedure". The second catheter was placed in the same insertion site. No patient injury or consequence reported. The patients current condition is reported as "fine".

Event description:
It was reported "the patient had an iabp catheter inserted through the right femoral artery. Fluoroscopy revealed that the head end of the balloon was adherent to the wall of the aortic arch, which could not be resolved by adjusting the position of the balloon, and the head end of the balloon was found to be bent by the push rod, which was withdrawn and replaced with a new catheter to complete the procedure". The second catheter was placed in the same insertion site. No patient injury or consequence reported. The patients curent condition is reported as "fine".

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). The reported lot number (18f24a0006) matches the lot number for the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number on the returned iabc. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the semi-finished insertion kit, which appeared sealed and unused. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered and connected to the short driveline tubing. The iabc bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 5.0cm and 39.0cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from the manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 4.8cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The reported complaint for iab kinked is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted bent near the iabc distal tip and resistance was noted upon passing the guidewire through the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.